Event description:
Customer reported no delivery and motor error alarms. Customer's blood glucose was 225 mg/dl. The customer stated the motor error alarm occurred during a manual prime. Customer also stated he received two no delivery alarms then the motor error alarm. The customer stated he was able to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Insulin pump was received and passed all functional testing. Functional tests included the displacement, basic occlusion, occlusion, excessive no delivery, prime and motor tests. No motor error or no delivery alarms observed during testing. A scratched display window and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.